Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("frequent bacterial infections"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain/severe pain"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy to remove essure, uterus, fallopian tubes and cervix on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bacterial infection, menorrhagia, back pain, tooth disorder, dyspareunia, migraine, abdominal distension, abdominal pain and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including chronic pelvic pain. The plaintiff was submitted to a hysterectomy to remove essure, uterus, fallopian tubes and cervix on (B)(6) 2015. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("frequent bacterial infections"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain/severe pain"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bacterial infection, menorrhagia, back pain, tooth disorder, dyspareunia, migraine, abdominal distension, abdominal pain and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("frequent bacterial infections"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain/severe pain"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bacterial infection, menorrhagia, back pain, tooth disorder, dyspareunia, migraine, abdominal distension, abdominal pain and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received. Reporters information and medical history were added. Real fu was received and there was no significant change in the medical context of case. This litigation case report refers to a 29-year-old female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including chronic pelvic pain. The plaintiff was submitted to a hysterectomy to remove essure, uterus, fallopian tubes and cervix on (B)(6) 2015. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event¿s nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), bacterial infection ("frequent bacterial infections"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain/severe pain"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), migraine ("excessive migraines"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy to remove essure, uterus, fallopian tubes and cervix on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, bacterial infection, menorrhagia, back pain, tooth disorder, dyspareunia, migraine, abdominal distension, abdominal pain and pelvic discomfort outcome was unknown. The reporter considered pelvic pain, bacterial infection, menorrhagia, back pain, tooth disorder, dyspareunia, migraine, abdominal distension, abdominal pain and pelvic discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including chronic pelvic pain. The plaintiff was submitted to a hysterectomy to remove essure, uterus, fallopian tubes and cervix on (B)(6) 2015. This event is anticipated according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.